Event description:
It was reported that the patient experienced fluctuating blood glucose with a range from 62 mg/dl to 401 mg/dl, including prolonged hyperglycemia, in the context of incomplete meal announcements, use of meal announcements for correction, and pretreating and overtreating lows, leading to algorithm driven overcorrection. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or hospitalization. Outcomes included self treatment of lows with fast acting carbohydrates and no professional medical intervention. Investigation included review of device data and patient logs. Investigation of this case revealed user-related factors, including inconsistent meal announcements and carbohydrate treatment patterns, that contributed to glycemic variability and algorithm behavior. It was concluded that the device functioned as designed and that the event was attributable to use error, with education provided to mitigate recurrence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.